Event description:
Country of complaint: (B)(6). Thread detached from needle very easily.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2015. Manufacturing site investigation: samples received: 2 unopened race-packs. There are no previous complaints of this code batch. There were (B)(6) units of this code batch manufactured and distributed, there are no units in OEM stock. We have tested the needle attachment strength of the samples received and the results of one fulfill the requirements of the OEM, however, the results of the other sample do not meet the requirement of the OEM. Review the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Additional samples would be required for complete investigation, as two samples are not adequate to draw conclusions from. The batch manufacturing record and complaint database review were taken into account. Corrective/preventive actions: not applicable.